Event description:
Found infant ventilator circuit (rt265) with yellowing and abnormal color change. All circuits pulled from stock. All in stock have yellowing and color change. Same lot number for each. Supply will be handed off to central supply. All pulled off the floor and away from patient use.